Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis due to high blood glucose value of more than 464 mg/dl. Insulin flow blocked alarm and infusion set cannula bent were also reported. The customer was treated with manual injections and insulin pump. Customer declined to troubleshoot. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump not in manufacture mode. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.